Manufacturer narrative:
Concomitant medical products: product ID: 8703w, serial# (B)(4), implanted: (B)(6) 1998, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 29-jun-2000, (B)(4). The manufacturer¿s device registration system indicates the pump was replaced on (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient receiving lioresal (4000 mcg/ml at 1301.7 mcg/day) via an implanted pump. The indication for pump use was cerebral palsy, intractable spasticity, failed back surgery syndrome, and non-malignant pain. On (B)(6) 2018 the patient was taken to surgery for a catheter revision. The patient had a loss of therapy approximately 2-3 weeks ago and the hcp noted a volume discrepancy at a refill. They had a 20 ml volume discrepancy where the actual residual volume was greater than the expected residual volume. The pump logs showed no motor stalls. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On 2018-dec-20, additional information was received from an healthcare professional (hcp). It reported that the contacted hcp was not the surgeon, but in conversation with him, "he experienced no issues with the catheter". The cause of the volume discrepancy had not been determined to the hcp's knowledge. During the surgery on (B)(6) 2018, only the pump was replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 14-jan-2019 from the surgeon who reported that an intraoperative dye study of the catheter system was negative. There was no issue found the catheter. The cause for the volume discrepancy was not determined. The pump was exchanged. No further complications were reported/anticipated.